Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Pt was developing aching around his hip and hip mobility began to deteriorate. Investigations in (B)(6) 2010 showed definite progressive loosening of the implant.